Event description:
Per the audiologist, the patient's parents reported decreasing performance when the patient was using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple short circuit electrodes. Deactivation of the short circuit did not solve the problem. Per the patient's school therapists, reportedly, the parents decided to have the patient discontinue using the cochlear implant system due to poor bilateral performance. The patient has an implant in the contralateral ear. Explant/reimplant surgery is planned but had not been scheduled at the date of this report, 2008.

Manufacturer narrative:
.